Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 2 and 3 had opening issues and hardware failures. A field service engineer (fse) responded to customer reports of frequent failures with doors 2 and 4. The fse cleaned the metal contacts on the latches and reconnected the cables. Both doors were tested using inventory count and the hardware test application (hta) and were found fully functional with no double-clicking sounds. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door hardware was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.